Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (caution: max air exceeded) occurred on an amia cycler during peritoneal dialysis therapy. This alarm occurred during initial drain while the patient was connected. The peritoneal dialysis registered nurse (pdrn) stated that the patient ended treatment immediately after alert received and re-started with new disposables, then contacted clinic. The pdrn states that patient did mention seeing air in patient line and patient line was in the sensor, but was unsure if patient line was primed properly before connecting. The patient indicated that they did not know what had caused the issue. Product surveillance completed the air in tubing call script with the patient however the cause could not be determined. There was no report of patient injury or medical intervention associated with this event. No additional information is available.